Event description:
It was reported that the egms revealed noise on the lead and the patient received several shocks. The lead remains implanted. It was later reported that the physician programmed tachy therapy off. No other information for the patient was available.

Manufacturer narrative:
No medwatch form was received.